Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for was per(B)(6) peformed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that after the 1.7 upgrade, the station was stuck on 'initializing device manager'. A field service engineer found that the usb port and ethernet port were turned off on the es refrigerator and turned both on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, device was stuck in 'initializing device manager' after the upgrade completed. The customer stated that this malfunction caused a delay to the patient care. There were adverse events or injuries reported based on this event.